Manufacturer narrative:
Continuation of d10: product ID 977c265, lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4). B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get magnetic resonance imaging (MRI) information. The caller reported that the patient had a revision done last year. The caller read from the medical records that the reason for the revision was the system was not providing coverage to the left lower extremity, the paddle was placed to the right so another lead was placed on (B)(6) 2025. Technical services (tss) reviewed MRI information.